Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump used for spinal pain. It was reported that the healthcare provider removed the pump on (B)(6) 2021. It was reported that the operative notes indicated that the pump was "non-functioning." The healthcare provider stated that the operative report also indicated that the catheter was "cut and tied off" so they don't believe the catheter was fully explanted however the patient stated that everything from the pump system was removed. No further information was reported.